Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed, adjust belt or check belt messages) has been confirmed. Upon investigation the ECG a, b and front therapy electrode (te) cables were cut. The cuts went through the cable insulation and resulted in shorts in the cable sections. The root cause for the cut cables could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.

Event description:
A (B)(6 )male pt contacted zoll customer support to report adjust belt or check belt messages. Upon troubleshooting a pt service rep discovered damaged cables on the pt's electrode belt. The pt was issued a replacement electrode belt.